Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and found to have one bent grip, causing them to be misaligned. The offset at the tips was 1.15mm, and the grips were not found to be cracked. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem o lok clip applier was not clipping. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: scrub tech reported that the incident happened when the surgeon attempted to clamp on a vessel (cystic duct for chole). The surgeon attempted to close the clip applier but it would not come together to apply the clip. The clip applier was only used twice. Customer changed out the clip on the applier to see if it was the clip itself but the applier still would not clip. Customer used a different clip applier and marker this one to be removed from circulation. The clip applier was returned for replacement. No photos or videos are available.